Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was variable and beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was variable and beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high impedance on the rv lead. It was also noted that noise was produced during manipulation testing. The lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted :(B)(6) 2010; 6996sq58 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was varying impedance on the right ventricular (rv) lead. Follow up concluded there was also high threshold and reprogramming was done to address the impedance and threshold. It was also noted there was a possible fracture. The lead remains in use, however, the lead will be explanted and replaced in the future. No patient complications have been reported as a result of this event.